Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip was successfully deployed; however, the tip of the anchoring control wire broke off inside the patient. Reportedly, the detached piece of the control wire was removed using a retrieval forceps, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2020*** the picture provided by the customer showed that the hypotube was detached into the patient.

Manufacturer narrative:
Block h6: conclusion code 4316 is being used to capture that the event is no longer reportable. Additional information: block b1, b2, b5, h1, h6

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was successfully deployed; however, the tip of the anchoring control wire broke off inside the patient. Reportedly, the detached piece of the control wire was removed using a retrieval forceps, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.